Event description:
It was reported that a malfunction alarm occurred and an undefined alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via correction injection via manual dose injection.